Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. When the camera is bumped, the user will be presented with a warning. When this camera bump warning is present, implant selection on the navigation page would not be possible. This is expected system functionality when the system detects the camera has been bumped. An fse was sent out to perform an aak accuracy test under the system was left fully operational. The observed overall risk level is 15, or low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
Camera was plugged in upon case set up and red "camera bump" warning appeared.